Event description:
A vns treating physician reported that one of their patient's was having very frequent seizures, these were improved at first from 95 seizures per month to 25 per month, then re-aggravated when they reduced their off time. Their settings were reported to be: output current 2.25 ma, 30hz, 500 sec, on time 21 sec, off time 05 min. No more information available at this time.

Event description:
Additional information was attained. The off time on their vns programmed was set at 0.5 minutes. Their vns battery was not at eos. Normal mode diagnostics and system diagnostics were within normal ranges.

Event description:
The patient had a full revision surgery performed. It was noted during replacement of their generator that the lead body had fluid in it. Their lead explant is addressed in medwatch report number : 1644487-2012-02711. The patient's explanted generator is not being returned for analysis.

Manufacturer narrative:
(B)(4).